Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer stated that she can see the screen on the pump, but when she presses the buttons, nothing happens. Customer also stated that when she presses buttons, the screens do not change. Customer reported that she had a button error while she was on hold and could not clear the alarm. Customer stated that she would return the pump for analysis. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.